Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse responded to the pump alarming air-in-line. Upon examination, the nurse noted that there were fluids leaking from the pump. The nurse opened the pump chamber door to discover that the tubing had separated and the normal saline was leaking. There was no patient harm.